Event description:
Caller reports inform meter has blackened and melted connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Spectrum pump alarmed for pump failure, then shut down with message on screen "ready". A 1.3 insulin was running at the time it shut down. There was no harm to patient.